Event description:
It was reported by the patient that the patient has a ¿bumping, thumping¿ sensation when they sit or lay a certain way. The patient also stated that the device has had to be repositioned three times due to a lead and nerve concern. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2010; 7121 competitor implantable tachy lead, (B)(6) 2010.